Event description:
It was reported that the patient's blood glucose level rose to 399 mg/dl while wearing the pod for longer than 48 hours. The pod was generating "automated insulin delivery restriction" alerts. As treatment, a new pod was applied. Reportability was reassessed based on the investigation findings. During the investigation, the pod's cannula was found torn on the left side.

Manufacturer narrative:
The pod was received fully deployed. The download data returned an 0xff code, indicating there was no hazard alarm generated. No damages or deficiencies were observed that would signal a hazard alarm/alert/advisory. No problem was found. The exposed portion of the soft cannula was observed to be torn on the left side. A leak was observed in the fluid path due to this tear. The start of the external tear measured approximately 0.755 inches from the nailhead and the end measured 0.782 inches from the nailhead. The timing and cause of this damage is unknown. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.